Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported the infusion device screen is not working. Patient stated there is a black "splotch" on the screen that makes it hard to read the numbers on the screen. Patient is currently using the backup infusion device. Patient is unable to troubleshoot at this time. Advised patient if the contrast is set wrong there would be a black rectangle on the screen making it difficult to see the numbers. Several attempts to contact patient were unsuccessful. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.